Manufacturer narrative:
The reported event of a telemetry anomaly and noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient's pulse generator exhibited telemetry anomaly. The device was explanted and replaced. No further information is available at this time.